Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit failed autofill during training session with customer and staff. Customer reported that their unit will not inflate a test balloon. No patient was involve.

Manufacturer narrative:
Due to character limitation e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and after performing a thorough checkout and reviewing the logs, could not find a problem. Suspect the customers test-balloon is faulty. Completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.